Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus gastrointestinal videoscope was displaying interference lines in the image during a diagnostic gastroscopy procedure. According to the initial reporter, this occurred while the patient was under sedation. Reportedly, the procedure was completed with the same device and had no patient injury.